Event description:
Boston scientific received information that the patient with this implanted system passed away due to a systemic infection. Additionally, it was reported this patient had a history of previous infections of unknown origin. The status of the implanted products remains unknown. No allegations from the medical staff or family, that the boston scientific products caused or contributed to the patients death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.